Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. They reported patient was going to the bathroom 4 times in one night, every two hours. They stated this happened the same night they started using a magnetic mattress. Troubleshooting was unable to be performed. There were no further patient complications are anticipated or expected as a result of this event.